Event description:
It has been reported to philips that the device would not power on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Upon some functional test it found mpdu control board was defective. Fse replaced the mpdu control board, after fse replaced the mpdu control board, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.